Event description:
A customer reported receiving a sensor error message from the adc device. The customer felt hypoglycemic and began to have difficulty seeing, requiring treatment of glucose gel, bread, and syrup provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 6 (indicating abnormal termination). No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigated and sensor was de-cased. No issues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly).the battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted. Additional info: d4 - unique identifier (UDI) # (B)(4).

Event description:
A customer reported receiving a sensor error message from the adc device. The customer felt hypoglycemic and began to have difficulty seeing, requiring treatment of glucose gel, bread, and syrup provided by a third-party. There was no report of death or permanent injury associated with this event.